Event description:
It was reported that the pump is not detecting the cassettes. The event took place when the pump was being set up with an infusion. There was no patient involvement.

Manufacturer narrative:
Received one device. Customer problem was duplicated. Visual test was performed - found damaged (detach) downstream occlusion sensor (dso) seal. Occlusion test was used - found defective latch sensor. Both sensors were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.